Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. Reported event of stent failed to fully expand. Reported issue of suture looped. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03657 and MFR report # 3005099803-2011-03659). It was reported to boston scientific corporation that two ultraflex tracheobronchial stent systems were used during a bronchoscopy procedure on (B)(6) 2011. According to the complainant, the indication for the stent placement was to treat a tracheoesophageal (te) fistula. During the procedure, the first ultraflex stent (the subject of MFR report # 3005099803-2011-03657) was deployed within the trachea. However, following stent deployment, it was noted that the stent had not fully expanded at the distal end. The green retention suture crossed diagonally over the stent opening and looked like 'a spider's web.' The physician attempted to manipulate the green suture to release it from the middle of the distal stent opening but was unsuccessful. The stent was removed from the patient. A second ultraflex stent (the subject of MFR. Report # 3005099803-2011-03659) was deployed within the trachea. However, again, following stent deployment, it was noted that the stent had not fully expanded at the distal end. The green retention suture crossed diagonally over the stent opening and looked like 'a spider's web'. The physician cut the suture and removed the stent from the patient. The procedure was not completed as another stent system was not available. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Event description:
This report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03657 and MFR. Report # 3005099803-2011-03659). It was reported to boston scientific corporation that two ultraflex tracheobronchial stent systems were used during a bronchoscopy procedure on (B)(6) 2011. According to the complainant, the indication for the stent placement was to treat a tracheoesophageal (te) fistula. During the procedure, the first ultraflex stent (the subject of MFR report # 3005099803-2011-03657) was deployed within the trachea. However, following stent deployment, it was noted that the stent had not fully expanded at the distal end. The green retention suture crossed diagonally over the stent opening and looked like 'a spider's web.' The physician attempted to manipulate the green suture to release it from the middle of the distal stent opening but was unsuccessful. The stent was removed from the patient. A second ultraflex stent (the subject of MFR report # 3005099803-2011-03659) was deployed within the trachea. However, again, following stent deployment, it was noted that the stent had not fully expanded at the distal end. The green retention suture crossed diagonally over the stent opening and looked like 'a spider's web.' The physician cut the suture and removed the stent from the patient. The procedure was not completed as another stent system was not available. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Only a fully deployed stent was received for analysis; the delivery system was not returned. A visual examination of the stent found that the green retention suture had been cut at one end of the stent and was missing from the opposite end. A stent wire was broken at the end where the green retention suture had been cut and a row of stent wire at the opposite end of the stent was unraveled. In addition, the stent cover was damaged just below where the green retention suture had been cut. No other issues were noted with the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that device met design and manufacture specification but the performance of the device was limited likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context.